Manufacturer narrative:
The patient experienced this peritonitis event on an unreported date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as caused by cold and fever; however, due to an absence of a medically confirmed etiology for the event, the cause of peritonitis will be assessed as unknown. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was unknown. It was reported that pd therapy was ongoing during the unknown treatment. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, the status of the pd therapy was not reported. No additional information is available.